Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a blank display and the bolus indicated that customer did not need insulin when he did. This happened during a bolus attempt. Customer's blood glucose was unknown at the time of incident. Customer requested someone call him back. No further information was given.